Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found p1 transducer failed pressure test. Further evaluation revealed a defective transducer. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors which could have contributed to the reported event include a defective transducer. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up or inspection, the flow of liquid of the control unit was highly identified, it is higher pressure than intended or excess flow. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).